Manufacturer narrative:
Batch review performed on 14 october 2025 lot 2431707: (B)(4) items manufactured and released on 10-march-2025. Expiration date: 2030-02-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Lot 2434068: (B)(4) items manufactured and released on 20-jan-2025. Expiration date: 2030-01-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Lot 2424093: (B)(4) items manufactured and released on 13-dec-2024. Expiration date: 2029-11-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Root cause:infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
At about 1 month after the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon revised the total knee (tray, insert, femur) and utilized antibiotic cement with a gmk-spherika knee. The surgery was completed successfully.